Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure performed was to treat a de novo, heavily calcified, mildly tortuous superficial femoral artery that is 80% stenosed. Pre-dilatation was performed with a 6mm unspecified balloon. Upon deployment of the 5.5x150mm supera self-expanding stent, the tip of the delivery system could no longer move when pulling back the thumb slide. When the delivery system was pulled back, the tip of the delivery system appeared to be ripped off. The supera stent was deployed at the target lesion and the tip got stuck and separated. A 6x40mm unspecified balloon and a 5.0x100mm supera stent were used to fix the tip to the vessel wall. A 6.0x60 absolute pro ses was implanted proximal to the lesion and the procedure was completed. Subsequently, a cine review noted the tip of the supera delivery system within the mid portion of the supera stent with the supera stent stretched in the section with the lodged tip. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported difficult to remove was unable to be replicated in a testing environment as it was based on operational circumstances. The reported material separation was able to be confirmed. The reported difficult or delayed activation, physical resistance/sticking, stretched stent were unable to be replicated in a testing environment due to the condition of the returned device (stent previously deployed and not returned; tip was not returned). Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during stent deployment, interaction with the de novo, heavily calcified, mildly tortuous, 80% stenosed anatomy resulted in preventing the shaft lumens from moving freely thus resulting in the reported difficult or delayed activation and reported physical resistance/sticking in the thumbwheel. After partial release, inadvertent interaction with the anatomy and/or the partially implanted stent likely resulted in the tip of the system getting stuck within the mid portion of the stent, thus resulting in the reported difficult to remove. Attempts to remove the compromised device resulted in the reported/noted material separation of the tip and the reported stretched stent. As reported, an unspecified balloon and a 5.0 x 100 mm supera ses was also used to press/fix the tip to the wall of the vessel, and a 6.0 x 60 absolute pro ses was implanted proximal to the lesion. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 correction: medical device problem code 1069 removed.

Event description:
Subsequently, a cine review noted the tip of the supera delivery system within the mid portion of the supera stent with the supera stent stretched in the section with the lodged tip. No additional information was provided.